Event description:
A caller reported a malfunction on a pump that occurred after the pump was accidentally dropped on the floor. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer's blood glucose level.